Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse discussed the need for the x1 loader belts and gears with the customer. Shipped parts to the customer site. On 16-sept-2015 replaced x2 belt and geared pulley . Adjusted belts . Rack rotation 10 min to test. Customer ran controls and they are ok. Verfied by operator. The most probable cause of the reported event was x2 small belt broken .

Event description:
On (B)(6) 2015 the customer reported sample loader x2 home detect error with their aia-2000 analyzer. Customer reported has rebooted several times, but still cannot get the belts to move. The customer is unable to run hcg bhcg ctnl2 afp and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hcg bhcg ctnl2 afp and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.